Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit passed initial final test and initial alarm volume test. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator unit has leak on oxygen hose connector plate. At this time, there is no information regarding patient involvement associated with the reported event.